Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. Visual inspection of the driver's external components revealed abrasions on the rear housing. The abrasions are consistent with the result of an impact shock and are not the cause of the customer-reported fault alarm. Visual inspection of the driver's interior revealed abrasions on the main printed circuit board assembly (pcba), which derive from operation of the primary motor as a result of potential impact shock and did not contribute to the customer-reported fault alarm. The customer-reported issue was not duplicated during failure investigation testing; however, the eeprom reading confirmed the occurrence of the fault alarm. The root cause for the customer-reported fault alarm was corrosion of the internal bond wires within the pressure sensor (u22) on the main pcba. This corrosion of the u22 bond wires is consistent with observations made in a corrective and preventive action (CAPA) that was initiated to provide corrective action to prevent u22 failures. Despite the u22 bond wire corrosion, the driver passed all functional and performance testing metrics associated with nominal normotensive and hypertensive settings. The customer-reported fault alarm posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The freedom driver was serviced and included the replacement of the main pcba, piston & cylinder assembly (pca), and motor/gearbox assemblies. The driver was tested and passed all performance and functional testing prior to being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The patient was subsequently switched to the backup freedom driver. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.